Manufacturer narrative:
Brand name - foley catheter. (B)(6). Combination product ¿no. Otc product ¿no. (B)(4). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that, ¿after operation the catheter was ready to been removed from the patient. But the balloon could not empty the water, the patient get the balloon puncture by surgically." No harm was reported. No further information is available.